Event description:
Report received indicates end user noted light red area with mild burning sensation and pain under durahesive tape collar in (B)(6). Report also noted that pt spoke with urologist but no treatment was recommended at the time of this complaint. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.